Event description:
Complainant alleged that the medics were treating a pt who was presenting a ventricular fibrillation heart rhythm. The medics analyzed the pt's heart rhythm with the device in AED mode; the device began to charge, but then the screen displayed a "check pt" message and a "no shock advised" prompt. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.